Event description:
In 2009, the lay user/patient contacted lifescan (lfs) to report the one touch ultra meter was giving inaccurately high readings. The sr medical surveillance specialist was able to classify the complaint based on the information originally provided. At 8:00 am, the patient obtained the blood glucose reading of 321 mg/dl on the reported meter. Five minutes later, the patient experienced the symptom of shaking. The patient administered self-care by consuming food and/or a drink; she did not seek medical attention. Troubleshooting revealed the meter was programmed for the correct unit of measure. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after obtaining an elevated reading on the reported meter, and she received treatment with food to alleviate her symptoms. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.